Event description:
The customer called to report that she was experiencing high blood glucose levels. Troubleshooting was performed and found that insulin was leaking from the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.